Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. Due diligence has been performed to obtain additional information about the reported event, but the reporter declined requests for additional information.

Event description:
Customer reported the unit was smoking from inside. The customer reported that the device was in clinical use at the time the issue was discovered, but there was no patient harm.